Event description:
It was reported that a temperature alarm occurred. Customer was unable to provide further information regarding details and nature of the temperature alarm. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.